Event description:
It was reported this port was placed in 2000 without incident. It was indicated the pt experienced swelling at the access area and a f/u fluoroscopic exam in 2001 revealed the catheter had fractured and migrated to the left axillary vein. Percutaneous retrieval of the detached catheter utilizing a gooseneck snare was successful and without pt complications. The pt was discharged. This device has not been rec'd for eval. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. The co's f/u was unable to confirm if another port was placed. Should add'l details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Since this port was in place for over a year and no difficulty accessing this device was encountered prior to this incident, the co believes user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.